Manufacturer narrative:
Analysis of product ID: 977a260, serial# (B)(4), found stim lead/body/conductor/broken/anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was an oor code due to high impedances. It was reported that >40k on contacts 0, 2, 4, and 6. The impedances on contacts 1, 3, 5, and 7 were fine. The rep reprogrammed using the good contacts and patient stated therapy was good. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead was removed. Rep reported they will be returning it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that an x-ray was taken and although it was not clearly visible, it appeared the lead may have pulled out of the header slightly. The patient was reprogrammed using the electrodes that had good impedance.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the hcp was considering doing a revision. The rep later reported that the lead was revised on (B)(6) 2019. The rep said that impedances were all poor before the revision, and they looked good post revision. The rep said the lead was broken right below the anchor. There was a suspicious looking section of it. No further complications were reported.